Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited failure to capture, failure to sense and had low impedance measurements upon use of a tunneling device by the physician. The ra lead was explanted and replaced. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.